Event description:
It was reported to philips that the system generated a tube defect error message, preventing imaging. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the 24vdc power supply in the e-cabinet which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a system generated tube defect error message. Review of system log file identified that host pc was not communicating with the generator. Upon troubleshooting, fse found that dc power supply that gives the input control voltage for xsc and miu units of generator has failed. The philips engineer replaced 24vdc power supply. Upon failure analysis, a visual inspection was performed. It was found that the clamp was damaged, and the power cables cannot be placed into the units. Mechanical fault is confirmed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.